Event description:
It was reported that the patient developed infections at the pod¿s infusion sites. This occurred with 4 pods on infusion sites on both the patient's arms and legs. All pods were worn for 72 hours or longer. The patient was taken to the emergency room by his mother and diagnosed with cellulitis. Reported symptoms included redness at the infusion site, swelling, nausea, feeling unwell and delirium. The patient was prescribed antibiotics (name unknown) as treatment. The visit lasted about 3 hours. The patient returned at a later date (exact date unknown) and was prescribed a stronger antibiotic, co-amoxiclav, to be taken every 6 hours. This is report 3 of 4.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.